Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "is hard and hurts a little and it's scary. . . Is worried," "feels hard" and [implant] "is higher up" than contralateral side. Patient additionally reported capsular contracture, baker grade unknown. Device has been explanted.